Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Primarily at the implant procedure, the lead fell out and moved into another vessel when the sheath of the catheter was split. The following day, it further pulled back unexpectedly. This clinical issue was due to the patient's anatomy. The lv lead was explanted and returned to the laboratory for analysis. A new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.